Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent rigid sigmoidoscopy, sigmoid resection and rectopexy, splenic flexure takedown and abdominal enterocele repair on (B)(6) 2012 due to obstructive defecation and pelvic prolapse, rectocele and enterocele. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to cystocele, rectocele. No additional information was provided

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Corrected narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with anterior and posterior repair. It was reported that patient underwent excision of eroded mesh, sphincteroplasty, posterior repair with graft of acell, enterocele repair and intraperitoneal vaginal vault suspension on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, recurrence, bleeding, dyspareunia, urinary problems, bowel problems, and vaginal scarring.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.